Event description:
It was reported the pt's pump had flipped in the pocket. Imaging was performed and the flip was confirmed. The hcp was able to update the low reservoir alarm volume and the reservoir volume, but was unable to refill the pump. The pt was asymptomatic. Revision surgery was planned for 2008. Additional info has been requested, a f/u report will be submitted if additional info becomes available.